Event description:
It was reported that during subarachnoid hemorrhage (sah) and middle cerebral artery (mca) aneurysm procedure, the operator placed a microcatheter to do coil embolization. Next, the operator placed the same microcatheter to the distal of the parent vessel and delivered the subject stent. The subject stent encountered resistance during delivery in the microcatheter's shaft and was retracted using some force. During this, the delivery wire got stretched and the subject stent deployed inside the microcatheter's shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during subarachnoid hemorrhage (sah) and middle cerebral artery (mca) aneurysm procedure, the operator placed a microcatheter to do coil embolization. Next, the operator placed the same microcatheter to the distal of the parent vessel and delivered the subject stent. The subject stent encountered resistance during delivery in the microcatheter's shaft and was retracted using some force. During this, the delivery wire got stretched and the subject stent deployed inside the microcatheter's shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned within a microcatheter and was found to be deployed in the catheter shaft. The stent delivery wire (sdw) was found to be kinked/bent. The stent was found to be deformed. The sdw was broken/fractured. The stent introducer sheath was damaged. Functional inspection to test the reported event ¿stent deployed prematurely during use¿ was not performed as the event was confirmed during visual inspection. Functional inspection to test the reported event ¿stent difficult/unable to advance or pullback through catheter¿ could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'not tortuous'. It was reported that 'male patient aged 57. Digital subtraction angiography (dsa) showed subarachnoid hemorrhage (sah) and middle cerebral artery (mca) aneurysm. Used stent to assist the coil embolization and then placed microcatheter to do coil embolization and then placed the same microcatheter to distal of parent vessel and then deliver subject stent after flushing. When delivered the stent from introducing sheath to go into microcatheter resistance was encountered and the stent could not be advanced forward. After several tries the stent was retracted but the stent could not be pulled back. After using some force to pull distal of the delivery wire was stretched and the stent was left inside the proximal of the microcatheter. The operator then used new stent and microcatheter to continue the procedure successfully'. The stent was returned for analysis, and it was noted that the stent was returned within a microcatheter and was found to be deployed in the catheter shaft. The sdw was observed to be kinked or bent, and the stent itself was deformed. Additionally, the sdw was broken or fractured, and the stent introducer sheath was damaged. The reported events ¿stent deployed prematurely during use¿ and ¿stent deformed¿ were visually confirmed during the analysis. The reported event ¿stent difficult/unable to advance or pullback through catheter¿ could not be replicated; however, the analysis results are consistent with the reported event. An assignable cause of procedural factors has been assigned to the reported events: ¿stent deployed prematurely during use¿, ¿stent deformed¿ and ¿stent difficult/unable to advance or pullback through catheter¿ and analyzed events: ¿stent introducer sheath damaged¿, ¿stent deployed prematurely during use¿, ¿sdw broken/fractured during use¿, ¿sdw kinked/bent¿ and ¿stent deformed¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.